Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to get the pump to charge despite multiple attempts with multiple wall adapters. In addition, it was reported that there was multiple "dots" displayed on the screen. Customer's blood glucose level was 80 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.